Manufacturer narrative:
(B)(4). Batch # g9jj64. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece was not working and making an unusual noise. Same issue occurred despite changing attachment. Same issue occurred despite unplugging the cable and turning back on. The handpiece was supposed to have 16 uses left. Procedure was completed with another device from another manufacturer. There was no delay reported and no harm to patient reported.